Event description:
Other than vision issues, eyes were fine before lasik. Had lasik in (B)(6) 2023, severe blurriness and dry eye afterwards with halos and starburst. On (B)(6) 2023, went to the doctor with eye issues (left eye). Nothing seen there. On (B)(6) 2023, got in to see eye doctor. Diagnoses with iritis/uveitis. Sent to (B)(6) ER (emergency room) due to severity. On multiple drops daily for several weeks then developed uveitic glaucoma even with treatment. The inflammation clogged up the drain tube in my left eye. Vision stayed between 20/200 and 20/400 in the affected eye. Corneal was staying swollen, iris and lens getting stuck, and pain from the hurling up of pressure. Pressure stayed between 45-50 for nearly a month even with medicine and the drops. Ended up having to have surgery to have a drain put in my eye as well as removing the cataract that had formed due to the extensive use of steroid drops. Lens was also replaced at this time. Healing was difficult due to ongoing inflammation. Glaucoma doctor stated the initial inflammation flare up could have been due to lasik. They were afraid to do the surgery for quite a while due to the inflammation not clearing up but had to proceed because I had already lost peripheral vision at this point and we didn't want to risk losing all vision in the left eye. Inflammation made the healing process extremely difficult because it was not keeping my eye from making its own fluid. Went to the regular eye doctor a few days after surgery due to these issues and it was seen that my retina was slipping and my cornea, lens, and iris were ere all pushing against each other due to lack of room in my eye since it was so condensed. Ended back up in the (B)(6) ER (emergency room) due to this and the fact my surgeon was at (B)(6). Made two trips there in three days keeping an eye on it. This was in (B)(6) at that point. My eye finally began making fluid again so the cornea, iris, and lens spread back out like they were supposed to be. I still have stitches in my eye (it is now (B)(6)) due to the doctor not wanting to remove them yet in fear of flaring inflammation back up. There has also been a membrane form on the new lens, which does seem to be common with that type of surgery while eye is inflamed. I wouldn't wish this one anyone. I can't see out of that eye now and it is always irritated feeling and occasional pain. The stint will be there permanently. My peripheral vision is gone but we hope that once the inflammation goes down, the central vision might start returning. I would have never even considered lasik had known these things were even a possibility. They sell it to consumers (aka their patients) as if it is totally risk free.